Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the suture the coracoid button came loose from the central pin after it had passed through the clavicle drill channel, but before it reached the coracoid channel - although the central pin should actually be firmly screwed to the coracoid button. This problem can be avoided in the future by checking the connection and strength before insertion. The surgeon has not carried out this check so far, as the customer generally touches the implants as little as possible and insert them directly from the packaging into the body.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique.